Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found related to the event.

Event description:
It was reported that the patient received an alert for low, out of range, lead impedance. The lead was explanted and replaced. There were no reported adverse consequences to the patient.